Event description:
It was reported that patient presented in hospital after receiving inappropriate therapy due to atrial undersensing of a fine af rhythm. The device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.